Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 20.5cm distal to the strain relief. A kink was present in the proximal section of the hypotube break at 2.5cm distal to the strain relief. No other damage was noted along the entire length of the device. An examination of the crimped stent identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties occurred. The procedure was indicated due to coronary artery disease. The target lesion was located in the moderately tortuous left anterior artery. A 12 x 3.00mm taxus liberté stent was advanced to treat the target lesion, however, resistance was encountered and the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, device analysis revealed a catheter shaft break.